Event description:
It was reported via repair work order that the footboard was functioning intermittently due to wire harness pins being pushed in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.